Event description:
During pta of a restenotic lesion (of an unk palmaz stent) in the renal artery, the aviator plus balloon ruptured during the third inflation at nominal pressure (10 atm). The procedure was completed using other product successfully. There was no reported difficulty in removing the aviator balloon from the packaging and no kinks or other damage were noted prior to the procedure. The device also prepped normally. There were no adverse effects to the pt. Additional details of the procedure are not available. Please note that this device is not available for testing or eval. The complaint received states that during an interventional procedure of a restenotic palmaz stent, an aviator plus balloon ruptured during the third inflation. There is no pt specific info available. There is no info regarding the palmaz implantation procedure. There are no vessel or lesion characteristics available. The rate of restenosis was not reported. The complaint balloon was delivered to the lesion and during inflation, it ruptured at 10 atms. No abnormalities were observed during prep, which was performed according to IFU (instructions for use). There was no reported problem encountered advancing, tracking or removing the device from the pt. An inflation device was used, MFR not indicated. Info about the type of contrast and saline ratio used was not reported. Another balloon was used to treat the lesion and the procedure was finished successfully. There was no reported pt injury.

Manufacturer narrative:
A review of the device history records associated with this final lot r0408514 and subassembly lots 0303080213, 0304080018, 0303080058, 0303080062 and 0303080146 presented no issues during the mfg process that can be related to the reported complaint, including burst test values. With the limited info available and without the product available for analysis, the complaint of balloon burst could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. It is difficult to draw a clinical conclusion between the device and the balloon rupture event based on the limited info available. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older pts with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and is not a preventative or cure for the progression of symptoms of atherosclerotic artery disease. It is not possible to suggest what factors may have contributed to the reported restenosis with the very limited info available. This is one of two devices associated with the reported event that were submitted under the following mfg # 9610978-2009-00117.